Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 25- may 2017 , fse conducted follow-up with the customer over-the-phone to address the reported event. Fse folowed up with the customer after the tubing been replaced to confirm functionality of the device. No further issues with leaking were reported. No further action was required by field service. The most probable cause of the reported event was due to a clogged prefilter.

Event description:
On (B)(6) 2017, the customer reported leaking with their g8 analyzer after preventative maintenance. Technical support (ts) instructed the customer to replace the prefilter. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.